Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was attempting to implant the right atrial leadless pacemaker (alp) however, the tethers would not release the alp, broke off from the catheter, and remained on the device. Retrieval of the alp was attempted; however, the snare broke on the catheter. The alp remains implanted with the broken tethers attached. Further information was requested however, was not provided.